Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the act button due to moisture damage on keypad traces noted. No unexpected ramping of numbers noted during our testing. The insulin pump has cracked the lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump experienced a keypad anomaly. The customer stated that she was about to set up a square bolus, and when she pressed the act button, the insulin pump kept ramping up without stopping. She stated that there was nothing she could do to stop the ramping. She removed and replaced the battery, and the insulin pump prompted her to reset the time. She reported that the numbers were ramping when she was setting the hour as well. The customer's blood glucose was 239 mg/dl. The keypad was unresponsive. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.